Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 391 mg/dl, 147 mg/dl and 118 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she felt a little hypoglycemic and ate breakfast after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.